Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2500 ohms. The rv sensing and threshold measurements were stable, and there was no noise. Additional information received reported that the patient was not dependent on rv pacing and the unipolar configuration since the lss was working for the patient. The physician will continue monitoring the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2500 ohms. The rv sensing and threshold measurements were stable, and there was no noise. Additional information received reported that the patient was not dependent on rv pacing and the unipolar configuration since the lss was working for the patient. The physician will continue monitoring the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2500 ohms. The rv sensing and threshold measurements were stable, and there was no noise. Additional information received reported that the patient was not dependent on rv pacing and the unipolar configuration since the lss was working for the patient. The physician will continue monitoring the patient. No adverse patient effects were reported. The device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. It was reported that an alert had been generated for out-of-range amplitudes on the rv channel. Review of the presenting electrogram showed appropriate function with good and stable pacing impedance and threshold measurements. The clinical observations were documented. No adverse patient effects were reported.